Event description:
The clinician reported that almost 2 months after the immediate dental implant was placed in ada site 7 in the patient's mouth, the implant did not achieve osseointegration in type ii bone. The clinician noted the patient's inflammation, infection, pain, implant mobility, poor bone quality/quantity and bone loss. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.